Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The 6.0mmx20mmx135cm 4f sterling¿ mr balloon catheter was advanced for dilatation and it was inflated twice at unknown atmospheres. However, on the third inflation at unspecified atmospheres for 15 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination inspection presented no damage or irregularities in the balloon material. Functional testing was performed by attaching an inflation device filled with water to the hub of the device. When positive pressure was applied, a stream of water emitted from the tip of the device. Microscopic examination and tactile inspection revealed a hole in the inner shaft by the distal tip. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The 6.0mmx20mmx135cm 4f sterling¿ mr balloon catheter was advanced for dilatation and it was inflated twice at unknown atmospheres. However, on the third inflation at unspecified atmospheres for 15 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.